Manufacturer narrative:
Date of event: used the first day of the month of bsc aware date since event date not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent catheter broke. The broken part was removed manually. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
B3 date of event: used the first day of the month of bsc aware date since event date not provided. A synergy xd mr us 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 24 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent catheter broke. The broken part was removed manually. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was moderately calcified rather than non-calcified as was previously reported.